Event description:
The consumer was in the shower and allegedly felt like she was sitting incorrectly and that the shower chair was off balance. She felt like she was losing her balance when the front legs allegedly started to buckle in and come closer together. She called for her aid to assist her out of the shower. When she got out, the two front legs had allegedly buckled and the back leg was starting to buckle. No injury is alleged.

Manufacturer narrative:
The manufacturer of this shower chair is unknown. Invacare will submit an MDR notification letter to all manufacturers who have historically supplied this model device for invacare distribution. RMA (B)(4) has been issued for the return of this device. Invacare provides the following instruction sheet, pn 1122173 to the consumer. The instruction sheet is provided in writing with the device and can be found on the invacare website. It is unknown if the consumer read and fully understood the instruction sheet. The consumer stated the shower chair was off balance. Invacare does not recommend using the shower chair if it is off balance. On page 1 there are "general warnings: do not install or use this equipment without first reading and understanding this instruction sheet. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel, before attempting to install this equipment - otherwise, injury or damage may occur. All four leg tips must be in contact with shower/tub floor at all times. Always inspect the shower chair to ensure that it is properly positioned and stable before using. Do not use the shower chair if it is wobbly or unstable. The shower chair legs have suction feet. Check the suction feet for rips, tears, cracks or wear. If any of these conditions exist, replace them immediately. This product should only be used with tub floors wider than 16-inches. Users with limited physical capabilities should be supervised or assisted when using the shower chair. The shower chair is not to be used as a transfer bench, transfer device or climbing device. These shower chairs (models 9780 and 9781) have a weight limitation of 400 lb (182 kg) each. Exercise caution when assembling the shower chair to avoid pinching. For shower chair model 9781 - ensure that the compression buttons on the backrest are fully visible through the notch on the back" on page 1 there is an "installation warning: after any adjustments, repair or service and before use, make sure that all parts are properly installed and secure." On page 1 there is the following "caution: the shower chair legs have suction feet. To remove suction, carefully pull up on the lip of the suction foot to release it from the tub. If the suction feet are damaged, they must be replaced immediately." Page 1 warning - stability ensure that the shower chair is level and stable before use.